Event description:
It was reported that a malfunction occurred with the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur.